Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A physical sample was not returned for investigation, but a photo was provided. The photo was evaluated, and the reported condition was observed. Based on all available information, the root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported the ngt (nasogastric tube) was placed on (B)(6) 2025 at 1500hrs and pulled on (B)(6) 2025 for planned extubation. When removed, the weighted tip was missing. X-ray was completed and confirmed the weighted tip was in the stomach. Gi was consulted and there was no urgency to remove it, follow stool output. Per additional information provided by the customer on 11feb2025, the patient passed the foreign body spontaneously in his stool, no procedure was needed to remove it.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the ngt (nasogastric tube) was placed on (B)(6) at 1500hrs and pulled on (B)(6) for planned extubation. When removed, the weighted tip was missing. X-ray was completed and confirmed the weighted tip was in the stomach. Gi was consulted and there was no urgency to remove it, follow stool output.